Event description:
Attempted to deploy duraclip during egd (esophagogastroduodenoscopy) and clip was jammed and would not deploy. Deployment device removed from patient and scope with clip still attached.

Event description:
Attempted to deploy duraclip during egd (esophagogastroduodenoscopy) and clip was jammed and would not deploy. Deployment device removed from patient and scope with clip still attached.